Event description:
Additional information received identified during the patient's lead revision procedure on (B)(6) 019, while attempting to reposition the lead, the screw was broken. As a result, the lead was explanted and replaced with a competitor lead. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received identified the lead was changed due to a broken screw when trying to reposition it.

Event description:
Additional information received identified the lead was the patient's right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was seen post implant, high capture was observed on the lead. Chest x-ray revealed likely micro-dislodgement. Lead revision was discussed. Patient's condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.